Manufacturer narrative:
The returned screw was examined under magnification. This screw shows excessive wear to full depth in the 2.5mm hex drive. Wear is consistent with driver spinning in pocket. Wear on head threads suggests successful mating with plate threads without stripping. Wear on screw shaft approx. 1cm from tip shows sheared threads, suggesting contact with another screw or something metal. Additional mdrs associated with this event: 3025141-2017-00312: screw 1, 3025141-2017-00313: screw 2, 3025141-2017-00314: screw 3, 3025141-2017-00315: screw 4, 3025141-2017-00317: screw 6.

Event description:
While implanting screws to treat a fracture, there was difficulty in screw engagement. With five screws, the locking screws continued to rotate when implanted. Additionally, one screw broke during the surgery. Surgery was completed successfully using different screws but extended surgery time by approximately 30 minutes.